Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was 163 mg/dl. Customer also had high reading of 400 mg/dl and treated with injections. The customer declined to troubleshoot for high readings. The customer reported event to be resolved by complete set change. The reservoir was not returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Clarification of notes was provided. The customer was not on insulin pump therapy from (B)(6) 2017 through (B)(6) 2017 because her pump was being replaced.